Event description:
During a periodic review of patient settings/diagnostics. A high impedance event was seen. The device remains implanted to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.